Event description:
It was reported that the bd luer-lok¿ syringe has hair fiber inside the barrel. The following information was provided by the initial reporter: hair fiber located inside the barrel of a sterile 50 ml luer-lok syringe.

Manufacturer narrative:
Investigation summary: it was reported there was a hair fiber inside the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team the photo shows a syringe with no packaging blister and full of a transparent solution. A dark color string or fiber can be observed in the syringe. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 2243285. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.